Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Product details unknown direct measuring gauge. Device will not be returned.

Manufacturer narrative:
Evaluation summary: the reported event of the measuring was not accurate, confusing for direct measuring gauge fixos for wires ø1.4 / 2.0mm x 150mm could not be confirmed. The reported incident could not be confirmed, since the device was not returned for evaluation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
Review of the early product surveillance survey noted that, "measuring was not accurate, confusing." It was specified that the direct measuring gauge was used; handling and performance of measuring method was rated 'complex and counterintuitive).

Event description:
Review of the early product surveillance survey noted that, ¿measuring was not accurate, confusing.¿ (it was specified that the direct measuring gauge was used; handling and performance of measuring method was rated ¿complex and counterintuitive).